Event description:
It was reported that a spectrum pump had system error 322 alarms in the history log. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The device was tested and no malfunction could be identified. System error 322 was confirmed through review of the event history log. The eval was unable to determined the cause. The upper and lower auxiliaries are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.